Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, five mins into the procedure, the screen went black, displayed "no input", and then reboots itself. After the reboot, the procedure was completed.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.